Manufacturer narrative:
The field event of noise was confirmed. The device stored electrograms were reviewed and bench testing was performed. Noise was seen on both channels. The cause of the noise was found to be an ic anomaly.

Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant procedure, the artifact was being oversensed. The noise was sometimes being detected as crosstalk. The physician tried relocating the right ventricular lead, but it was unsuccessful. Another ICD was used but the artifact and oversensing continued. The artifact appeared even with the lowest output which caused no capture in the atrium. Programming changes were attempted with no success. The physician used another device. The patient was stable after the procedure.

Manufacturer narrative:
Follow-up analysis was performed. The reported event of crosstalk was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. The previous investigation noted confirming noise from reviewing egms dated (B)(6) and (B)(6) 2018. These egm recordings were in-fact post-event date (event date is (B)(6) 2018) and were consistent with open-load sensing noise, which is normal. Final analysis found noise present in sensing tests during initial testing of the device. During follow-up testing, the noise was not present. This shows the noise issue found during initial testing had recovered and was no longer reproducible. The noise that was found during initial testing was not related to the field complaint.

Event description:
New information noted from the engineer suggested that oversensing is referenced to crosstalk.